Event description:
It was reported that a patient had a poor communication screen. Caller reported no normal recharge screen shows on the recharger either. Patient was in the hospital for six months for an ankle fracture that would not heal. About three months ago she noticed that the implantable neurostimulator (ins) area was painful. The area was constantly painful around ins and down the leg but the skin didn't look different. It had been six months since the patient had used stimulation. Patient could feel the cord going up under the skin for a ways. Patient reported losing some weight but had since gained it back. Patient got new batteries for the patient programmer to try to adjust the implant after they returned from the hospital. Patient could not recharge and was not able to communicate. The patient came home from the hospital on (B)(6) 2013 and had pain in ¿back and own their leg where the device is on the left side¿. Patient stated ¿half a back was hurting down my leg and I need to put the stimulator on¿. The ins was implanted very close to the skin surface. Since implant, the patient felt it was sticking out and when the patient wore pants, it pressed. The reporter noted that the patient had the stimulator put in because she had pain in her back. The patient now felt pain in her back where the stimulator was placed in her hip and down the left leg and ankle. It was noted that the patient felt pain around the ins site and it was very sore. It was noted that the other leg was fine. The reporter noted that since a heart attack and hospital stay at the end of (B)(6) 2014, the patient¿s pain had been unbearable and she was not able to walk. It was noted that it was painful ¿all the time.¿ it was noted that when the patient had the heart attack, she fell on the floor and was taken by ambulance. The patient did not have her patient programmer with her at the hospital. It was noted that the patient felt vibration and when she turned the stimulation off, it still hurt her but not as much. It was noted that the patient addressed the issue with the health care professional but it was noted that there was no resolution. It was noted that the patient had x-rays done. It was noted that the patient had alzheimer¿s and several personal issues going on. It was noted that the patient was reprogrammed. It was noted that there was nothing wrong with the device and any pain or trouble walking the patient had was not device related. The reporter noted that it was not related to the stimulation and really not even related to the medtronic. It was noted that the patient would walk fine and sometimes turned the device up too high or forgot to turn it off. It was later reported that the patient saw the icon for stimulation therapy ¿off¿ on the patient programmer. The patient turned the stimulation on at the time of the report and stated that she must have turned it off by accident. It was further reported that the patient had a loss of therapeutic effect. The patient stated that the stimulation was not working and her stimulator did not seem to be helping. It was noted that only the day prior to the report, the patient could not get her stimulation to turn up. The patient could feel the stimulation but she could not increase the stimulation and was in a lot of pain. The patient stated that the stimulator had not worked well for several years and two days prior to the report it started ¿ acting up.¿ it was noted that the patient¿s left leg and foot hurt and the ins site hurt. The patient stated that the pain in the left leg/foot had been there for years and that the leg pain she feels is pain that should be managed by the stimulator device. It was later reported that the ins had been revised twice since implant. The same ins was used but moved. The original placement was in the front abdomen. The patient did not like the way it stuck out so she asked for it to be moved. They moved it to the back left hip and it was painful. The patient asked for it to be moved again. It was placed on the back left hip but a little different placed, and it was still painful. It was noted that she was very thin and maybe that was the issue.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 377845, lot# v011885, implanted: (B)(6) 2006, product type; lead. Product ID: 355029, lot# n0051184, implanted: (B)(6) 2006, product type: accessory, product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6)2006,product type: extension . (B)(4).